Manufacturer narrative:
The lead is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. The investigation will be continued as soon as we have new information available to us.

Event description:
Undersensing in the atrium was observed. It was noted that it is suspected that the lead is not sufficiently attached in the fixation sleeve and it had moved upward. During the revision, the lead was not repositioned, but instead the dipole (the atrial sensor) was optimally positioned and the lead was fixed to the fixation sleeve.